Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought they needed to get off program 1. The patient said they can¿t increase or decrease stimulation. The patient had been leaking for 3-4 months. The patient had been wearing pads for three months. The patient got the message to turn on therapy but got a big jolt. The patient said they tried to take out the batteries, but it didn't make a difference. The patient said it made her mind confused. The patient checked their settings on the call and was on program 1 at 2.2 volts and the stimulation was off. Patient services reviewed that therapy needs to be turned on to relieve their symptoms. Patient services helped the patient turn the stimulation down and turn stimulation on. The patient kept the stimulation at 0.8 volts on program 1. Patient services told caller to monitor symptoms for a couple days to see if they improve. No further complications were reported.